Manufacturer narrative:
Note: although this report is related to a product that is labeled for use in the veterinary market, the product is identical to product that is labeled for human use. Therefore, this report is being submitted as a precautionary measure. (B)(4). The actual device was not returned to the manufacturing facility for evaluation and the lot number is unknown. Therefore, three random lots were evaluated. Visual evaluation was conducted on twenty retention samples and revealed no defects. In addition, catheter joint strength testing was conducted and met manufacturer specification. The production lot number was not provided by the user facility, which prevented a meaningful review of production or complaint records. Although the exact cause of the reported event cannot be definitively determined, there is no evidence that this event was related to a device defect or malfunction. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported breakage with the surflo catheter device. Follow-up communication from the user facility reported the following information: about 1-2 months ago we sent home a patient after a dental that had a catheter in for the procedure; they went to the aec that night because there was a piece of catheter left in the patient; additional information was reported (B)(6) 2015: the date of the emergency center visit was also (B)(6) 2015; in the evening they took the bandage off the arm; it was bleeding profusely; a full exam was completed; saw the fragmented piece of the catheter in the arm and removed it; the dental that we did was routine with some extractions; there was no other issues placing the catheter at the start of the visit; the patient did not chew on it or struggle with anything; the catheter was in place for approximately 4 hours (total during the procedure and post-op monitoring time); the patient was bar at the release from our care and the emergency care; it was reported the dental procedure was completed successful; the emergency procedure was successful with retrieval of the catheter piece; and it was reported the patient was bright, alert and responsive.